Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to backflow liquid which could not be cleaned and removed at the reprocessing. Also this backflow liquid might had occurred during the procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that thread-like foreign material came out from the unspecified channel of the subject device during the reprocessing. At that time, the user did not use the air/water channel cleaning adapter during precleaning. There was no patient injury associated with this report.